Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer made corrections throughout the day. Customer blood glucose went down to 170 mg/dl. Customer declined to troubleshoot to transfer 24 hour helpline because he at work. Customer was advised that he will be transfer to bayer.